Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 15,276 joules. The procedure was initiated with a different fiber which was reported under (reference MFR report number 2937094-2012-00675) the case with completed with a third fiber. There was no report of any patient injury as a result of this event.

Manufacturer narrative:
(B)(4) - referes to forward-firing of the side-firing surgical fiber; a code request has been submitted.